Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the ICD delivered an inappropriate therapy due to t-wave oversensing. It was also noted that the r-waves had decreased and the pacing thresholds were increased. Lead dislodgement suspected. On (B)(6) 2011, x-ray showed the lead was outside of the cardiac wall. The lead was explanted and replaced. The lead will not be returned.